Manufacturer narrative:
Work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the display cable was replaced, and the video out was then functional. Codes b01, c02 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the system was not d isplaying video out through the high-definition multimedia interface (hdmi) port on the input/output (io) panel. Troubleshooting steps were performed. It was ensured that the video out was toggled on, and they were attempting to bypass the io port. It was further reported that when the manufacturer representative plugged the external hdmi cord that they had into the video adapter on the computer, the system did not display the software. To be sure the external cord worked, the manufacturer representative plugged it into the video out from the monitor into the cord and the software displayed on the system they were using. It was confirmed that the external hdmi cord that the manufacturer representative was testing with worked and that it was possibly the white adapter that goes from the hdmi to the display port that had gone bad. To be sure that everything was working like it should, they were going to replace the whole external video chain just in case somewhere in that chain there was also an issue that they were not able to diagnose. No patient involvement was reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735854, h3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.